Manufacturer narrative:
The sl-10 microcatheter and the rhv were not returned. The unit was cleaned before being returned. Located proximally 16.0cm off the green introducer's distal tip, the coil protrudes outside the sheath for 5 mm. Distal, but adjacent to the distal protrusion point of the coil, there is severe buckling and compression of the coil. The proximal end distal protrusion points of the coil. As viewed through the sheath, the remaining distal section of the coil appears to be undamaged. The coil's socket ring has been bent toward the proximal end of the coil. The coil has been unraveled out of the soldered section. Excessive force is required for this to occur. The proximal end of the coil was stretched. This damage pattern has been associated with the distal section of the coil becoming anchored. Overview of the coil, note the length of the undamaged section. The coil was returned severely damaged. The evidence strongly suggests that distal interference contributed to the coil becoming stuck. The anchored coil would then produce the buckling and compression found on the proximal section. During retraction; the anchored coil was then stretched with part of the coil unraveling out of the soldered section. Excessive force is required for this to occur. The source and location of this distal interference cannot be determined. In addition; without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
While delivering the 10th deltaplush(cpl100206-30; g13584) in a microcatheter(excelsior sl10); the coil got stuck in the introducer sheath. The deltaplush was safely removed from the microcatheter and replaced with a new one(deltaplush; details unknown).the physician was able to deliver the new delta plush without any resistance using the same microcatheter. Ten coils (one cosmos/terumo; nine deltaplush) were successfully placed using the same microcatheter before the complaint product. Afterwards; the procedure was continued using other coils and was completed with no other issues. No patient injury was reported. The complaint product is going to be returned for analysis. Failure analysis discovered that the coil was kinked, unraveled, and stretched.